Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected visual examination of the provided pictures identified the explanted shell and screws, with one screw fractured. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure 1 year and 2 months post implantation due to cup loosening. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 010000980; item name: g7 freedom const e1 lnr 32mm b lot # 6918291; 802403203; item name: constrained head 12/14 taper 32 mm diameter +3 mm neck; length for use with freedom constrained liners lot # 3001444; 00-6250-065-20; item name: trilogy bone scr 6.5x20 lot # j7054522; 00-6250-065-25; item name: trilogy bone scr 6.5x25 lot # j7167566; 00-6250-065-25; item name: trilogy bone scr 6.5x25 lot # j7211462. G2: foreign: japan. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.